Event description:
It was reported that the patient was revised due to metallosis. Ultamet metal liner/head. The hip joint was black and green with metal debris. Additional information event in the der reported osteolysis. Product issues was suspected and contributed to the event. Doi: unknown: dor: (B)(6) 2021: left hip.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : update 23-march-2023. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records were received and stated the following: the patient was revised due to significant elevated metal levels, as well as severe pain and discomfort, failed left total hip arthroplasty with metal on metal components with metallosis and osteolysis with pseudotumor, there was a portion of the pseudotumor that had formed in the hip that had herniated through the it band. There was osteolysis identified posterior inferior extending down into the ischium. A cured curette was utilized to thoroughly debride this area, removing all osteolytic tissues. Doi: (B)(6) 2010; dor: (B)(6) 2021; left hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a4, a5, a6, b5, b7, h6 (clinical code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records were received: in addition to what was previously reported after review the patient was revised to address chronic fatigue. Operative note reported excised. There was minimal fluid aspirated and was sent for synovasure. There was a thicked native posterior capsular tissue. There was no significant osteolysis about the femoral implant. Stem remained in good condition. The cup was approx. 5 degrees of abduction and it was anteverted to approx. 45 degrees. The entire acetabular component were removed. There was osteolysis involving the acetabulum involving the anterior wall. Surgical inflammation and pigment laden histiocytes infiltration. Pathology report of pseudo capsule with marked hyalinization, central degenerative changes and patchy mild chronic. Iron stain shows' minimal hemosiderin. Cauterized pink tan, rubbery, soft tissue with dusky green gray, necrotic tissue. No infection found. Clinical visit reported hip pain, squeaking, popping and clicking. Doi: (B)(6), 2010; dor: (B)(6), 2021; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Review of the x-ray evidence found nothing indicative of a device nonconformance or a relation with the reported adverse event. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
After a review of the operative notes and sticker sheets, the patient reported having pain beginning several years earlier and it simply continued to worsen. The patient currently rates his pain as 5/10. Pain is improved with rest. The patient also noted some squeaking in the hip that is audible to him and others.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.